Event description:
The customer reported a touch screen that became unresponsive during treatment. There was no blood loss or any other clinical consequences as a result of the reported event.

Manufacturer narrative:
Corrective action has been identified by the MFR to eliminate known causes of frozen screens. The correctiveaction will be implemented in a future software version.